Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2018-11548. It was reported the patient's drg system leads migrated, and the patient's stimulation therapy was turned off. X-ray taken confirmed the leads had migrated. Consequently, the leads were replaced with new ones. The patient reported receiving effective stimulation therapy during postoperative programming.